Event description:
It was reported that the patient had a urinary tract infection for the 4 weeks prior to the report, and "a lot of infection in the blood stream." The patient felt the stimulator was affecting her bladder or urinary tract. The patient had seen multiple doctors who could not tell why she still had the infection. The patient's status was reported to be fair. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).